Event description:
It was reported that over a term of 5 months, a rapid increase in impedance was observed. During the follow-up, a loss of capture, high impedance and noise were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the lead revealed the inner insulation and both proximal cable etfe coatings were abraded at 49 cm from the distal tip electrode. The lead abrasions are consistent with that produced by friction with the ICD can. The condition of insulations could have caused a short circuit resulting in capture and sensing anomalies. Lead impedance test could not be performed since the lead was cut into 2 pieces as received.